Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. DHR trend summary: DHR trend summary has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed cracked valve seat diaphragm valve. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side ¿breast implant deflation.¿ the device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side ¿breast implant deflation.¿ the device has been explanted and replaced.